Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received the patient allegedly developed the urinary tract infection due to e coli. While taking the following medications: bactrim, ditropan, macrobid, phenazopyridine, pain medication, ibuprofen, polyethylene glycol powder, vitamin d2, drisdol, prozac, lyrica, valtrex, respiratory inhalor spray, aspirin and otc medication.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: "how to prepare and use the magic 3 catheter. The catheter is intended for urinary bladder drainage in patients requiring catheterization for management of incontinence, voiding dysfunction, and surgical procedures. This is a single use device. Do not reuse. Reuse of a single use device increases the risk of catheter acquired urinary tract infections. Urethral catheter for urological use only. Discard after use. Made of silicone elastomer" the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device discarded.

Event description:
It was reported that the pt experienced a urinary tract infection as a result of using the device. The pt was prescribed ceptra to treat the infection.